Event description:
Description of event according to initial reporter: after fully unsheathing of zdeg, white thumbscrew was removed from green trigger wire mechanism & physician attempted pulled green trigger mechanism. Mechanism would not come off. Had to troubleshoot to remove wires, dislodging graft from original landing zone. Put another piece in following. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.